Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error and a low blood glucose event. The customer¿s blood glucose was 36 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump alarmed button error and unable to clear the alarm. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 36 mg/dl and treated. No low blood glucose troubleshooting was performed. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.